Manufacturer narrative:
Other relevant device(s) are: product ID: a810, lot/serial# n/a, implanted: n/a, explanted: n/a, product type: software. Ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving fen tanyl via an implantable pump. It was reported the hcp forgot to update the pump at the refill, and performed a concentration change. The patient had been getting 2000 mcg/ml of fentanyl at 1648.5 mcg/day, and the new concentration instilled was 2500 mcg/ml. The hcp intended to keep the dose the same. It was reviewed it would take 11 hours and 30 minutes of the new concentration to reach the patient. The patient returned ,and the doctor corrected the programming before there was any adverse reaction. The physician was using the clinician programmer tablet with the most recent software version.